Event description:
Sickness related illness and symptoms from my allergan natrelle inspra srm implants that were put in in 2019 just found out about the recall after having horrible symptoms and dr. Mentioned it could be my implants having them removed (B)(6) 2025 with biopsies to see if it is the bia-alcl. (B)(6).